Event description:
It was initially reported to target that during a procedure, the coil could not be forwarded into the catheter. Upon evaluation on 10/07/1999 it was found that the coil had separated from its pusher wire. This event did not cause any harm to the patient, who was reported in good condition after the procedure. Another device was successfully used to finish the case.